Manufacturer narrative:
According to the complainant the device will not be available for investigation. Due to the incident taking place 6 to 7 months ago, the patient does not have the device related to the event. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia about 6 to 7 months ago. The exact date of the incident was not reported, however the patient was able to confirm that the emergency room visit lasted 5 hours. The patient's blood glucose levels reached in the 500s mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include confusion. The patient was treated with intravenous fluids. It was also reported that the emergency room staff did not appear to be familiar with how the omnipod works. The patient was informed that additional insulin would be administered on top of what the omnipod was already delivering. The patient requested to either receive the treatment or have the pod removed.